Event description:
On (B)(6) 2012 our firm received an email from a patient (pt) stating that the patient experienced a corneal ulcer (cu). On (B)(4) 2012 our firm spoke with the patient who was a new contact lens (cl) wearer. The patient started wearing acuvue 2 cl around (B)(6) 2012 and used revita lens mps solution to clean/disinfect the cl. The patient reported having slept in cl once or twice but the he/she usually removed them every day. The patient could not recall the replacement schedule. The patient noted a spot in the left upper corner of the os and was seen by an emergency room doctor. The patient reported that he/she was diagnosed with a cu and instructed to use polyvinyl alcohol 1.4% one drop every day, hypromellose one drop every day and instructed to return to the treating facilities clinic for the next week; the patient returned the next four days. The patient noted that the cu was not healing and he/she was seen by the patient's primary care physician (pcp) who confirmed the cu was still present. On (B)(4) 2012 our firm spoke with the pcp's staff, who confirmed that the patient was seen at their clinic on (B)(6) 2012 and dx with a cu os located in the left nasal region. The nature of the ulcer was not indicated. The patient was instructed to use tobramycin drops bid for 3-5 days and to return to the clinic as needed. The patient has not returned since that time.

Manufacturer narrative:
The true seriousness of this injury is unconfirmed. A corneal ulcer may or may not be a serious injury, this event is reported as worst case. The patient declined returning the suspect product to our firm. A device history review was performed. Lot l001t2w was manufactured under normal conditions the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events and trends are reviewed in quarterly management review meetings.